Event description:
Correction made to the date of this report and the date manufacturer received information. Fields were corrected from this date (B)(4) 2014 to this date (B)(4) 2015.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the patient's weight was 161 lbs and 85 years old at the event.

Manufacturer narrative:
Correction made to the date of this report and the date manufacturer received information. Fields were corrected from this date (B)(4) 2014 to this date (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that same day of the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed a left bundle branch block (lbbb). On post implant day two, an ECG showed a first degree heart block. No treatment was prescribed for either conduction disturbance. The following day an ECG showed sinus arrest. Subsequently, a permanent pacemaker was implanted. The device remains implanted. No further adverse patient effects were reported.